Event description:
Complainant alleged that while cardioverting a (B) (6) male pt, after delivering 3 successful shocks, arcing/sparking was seen coming from the pt's mouth. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.